Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating they were recharging the implantable neurostimulator (ins) last night and the controller screen kept going white, pt had to reset the controller. A replacement controller was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having issues when trying to charge their implanted neurostimulator. Patient(pt) reported seeing batteries low replace controller batteries soon message as well as a blank and unresponsive screen. Patient stated they have to unplug the recharger and start the process over when this occurs and it will take 10 minutes to get connected and charging. Patient added that the recharger paddle gets very hot. Patient did not have external equipment with them at the time of the call, so will call back with equipment present for further assistance. Patient(pt) called back on previously documented information. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, controller port and battery pack. Pt mentioned that the cord of the recharging paddle "feels like bent" "not smooth". Pt also mentioned they had the recharging replaced 2 years ago. Agent sent request to repair to replace the recharging paddle due to bent cord. Agent also sent email to registration to update pt's address.

Manufacturer narrative:
Analysis of the [recharger], model [97755-s ], s/n (B)(6), revealed. Analysis found"stuck in passive recharge mode medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.